Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low flow alarms could not be confirmed through this evaluation, the account suspected that the low flow alarms were caused by right ventricular (rv) failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained less than an hour of data on (B)(6) 2021. Low flow alarms could not be confirmed as the data in the log file had been overwritten by newer data. It was also noted that the file contained multiple pulsatility index (pi) events. The corresponding periodic log file contained data from (B)(6) 2021 through (B)(6) 2021; however, it did not capture any low flow alarms. The submitted log files showed that the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having palpations and reported low flow alarms. The log file captured constant pulsatility index (pi) events so no low flow events were noted. The low flow alarms resolved when the patient was started on milrinone. The cause of the low flow alarms was suspected to be right ventricular (rv) failure. The patient had mild right ventricle dysfunction pre-operatively. The device did not cause or contribute to the right heart failure. The patient was placed on a right ventricular assist device (rvad) for treatment for 14 days and was weaned off. The patient was off inhaled nitric and was still on milrinone. The patient's progress was continuing. The palpitations resolved, but the cause was not identified. The device operated as expected. The patient was stable and continued on milrinone. The patient was upgraded for the transplant list.